Event description:
The user facility reported an air injection during a multi-vessel angiographic procedure, the patient reportedly had a stroke. The patient was transferred to ICU and later released from the hospital.